Event description:
This lead was explanted due to intermittent loss of capture and replaced. Device return has been requested. Should add'l info become available, this file will be updated.

Event description:
(B)(4) 2013 - we were informed that on (B)(6) 2012 this patient received inappropriate shocks due to noise. The event date has been updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Manufacturer narrative:
Upon receipt, the lead was found dissected into two parts. 4 cm of lead body between both fragments was not returned for analysis. The performance of the lead fragments under complaint was scrutinized. The analysis of the lead demonstrated a rubbed through insulation at approx 45 cm proximal to the lead tip. The coating of the conductor cable to the ring electrode was found damaged. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of mechanical interaction between the lead body and the ICD housing. The analysis did not reveal any sign of a material or manufacturing problem.